Manufacturer narrative:
Add'l info has been requested and if made available will be reported in a supplemental. Method, results and conclusion codes will be made available following an engineering eval.

Event description:
The vigilance responsible of the hosp reported via fax that: "a pt underwent a surgical procedure of implantation of xia on 2007 due to degenerative disease of l-s segment. On (B)(6) 2011, the pt underwent an unanticipated revision surgery due to medullary compression due to tubercular spondylodiscitis. The products indicated was explanted. The surgeon opinion is that the event is related to all the xia implant.